Event description:
Customer is complaining a breakage of instrument´s "nose". No part remaining in patient. Qty: 1.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms one of the tabs was fractured. Initial reporting states all pieces were retrieved from the patient. The investigation could not draw any conclusions about the root cause of the fractures; however, heavy usage over time and or user error/misuse could be contributing factors. CAPA 000508 has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.